Event description:
It was reported that the customer had some issues with the insulin pump, and he continued getting motor error alarms. The blood glucose was 200mg/dl. The father did not have the device at time of call. Then later the customer called and stated that the insulin pump alarmed motor and the drive support cap was flush. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with motor error alarm during rewind due to a corroded motor home switch. Unable to perform displacement test due to the alarm. Damages to the display window and a cracked belt clip slot noted.